Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt twitching at night when laying on the right side. The clinician stated that output for the right ventricular (rv) lead was programmed high. Reprogramming will be performed to lower the output. The lead remains in use. No patient complications have been reported as a result of this event.